Manufacturer narrative:
The cause of the discordant low pt- inr result is unknown. The issue affects a singular sample in the initial measurement and could not be repeated at the customer site. The instrument backup files have been assessed internally and directly after the conspicuous result a sample was flagged with "unknown9999" error. The issue may be attributed to a preanalytical or handling issue at the time point of the initial measurement. Such a condition cannot be investigated by the manufacturer due to its temporary nature. According to the internal investigation the reagent lot performs as expected and within the specifications. No further evaluation of the device is required.

Event description:
A discordant low prothrombin time international normalized ratio (pt-inr) result was obtained on a patient sample on the sysmex cs-5100 instrument. The result was not reported to the physician. The same sample was repeated and a higher result was obtained and reported. The higher result was regarded as correct as it is in line with results from previous days for the patient who was being treated with an oral anticoagulant. There are no reports of patient intervention or adverse health consequences as a result of the discordant pt-inr result.